Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps and advised the customer of possible causes. The customer was advised to perform a hard reboot and this resolved the display screen issue. (B)(4).

Event description:
It was reported to resmed that an astral device's screen was frozen and unresponsive. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing could not reproduce the report that an astral device had a frozen and unresponsive touch screen. Based on all available evidence and complaint investigations of a similar nature, the reported display failure was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).